Event description:
It was reported that a deep brain stimulation implantable neurostimulator (ins) battery had gone dead. The patient stated being unable to charge the implant for approximately 2-3 weeks, and when attempting to charge, the screen would flash. The patient described s eeing an "ins discharged" screen when using the patient programmer. Agent reviewed overdischarge information. Troubleshooting could not be performed as the patient did not have the recharger available at the time of the call. The patient was redirected to their healthcare provider to further address the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.